Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. Bench and the automated electrical test system tests revealed that the device exhibited high atrial impedance measurements. After the device was cut open, further analysis found a connection issue with the aring contact spring within the connector block. It is believed that the aring spring was not making full contact with the aring lead electrode, causing high impedance.

Event description:
It was reported that the patient received inappropriate hv therapy due to noise. Review of the egms showed non- physiologic noise. During the surgical procedure, it was found that the setscrew was tight. However, the atrial lead showed high pacing impedance on the device, and on the psa, it showed normal value. The physician thought the device was having a connection issue; hence, the device was explanted. The associated rv lead was capped.